Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's current blood glucose level was 402 mg/dl. Customer also stated that the assisted with the rewind anomaly they performed the displacement test and the test was passed. Customer declined the troubleshooting related to the high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and rewind test. No anomaly noted.